Manufacturer narrative:
Exemption number e2015058. The returned pad-pak box had a lot label attached indicating the pad-pak was part of lot. A2199 [?]01-05-2020. The returned pad-pak was found to be missing the green pull tab and lot and expiry label. This would confirm the reported fault. The device DHR states the returned pad-pak was manufactured as part of lot a2199 [?]01-05-2020 manufactured on the 7th january 2016 as part of 100 units. There were no recorded fails. Investigation found the green pull tab and lot/expiry label were missing. The investigation was unable to determine conclusively whether the labels and green tab were originally fitted and subsequently removed or never fitted in the first place, however a cut in the plastic covering for the labels was observed halfway down the rear of the pad-pak, this may have occurred during opening of the outer cardboard box, this may have led to the labels being removed.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad-pak 01 is missing green pull tab and lot labelling.